Event description:
A pump declared alarm 20 during pumping, indicating a malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer could not resolve the issue despite assistance and switched to multiple daily injections (mdi) as a backup insulin therapy. Tandem technical support arranged a pump replacement and provided instructions for returning the faulty pump.